Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Alleges rubber came down around the joystick and it went by itself and injured the consumer.

Manufacturer narrative:
Product application was inappropriate for intended use from the data provided. Product functions as intended.

Event description:
Alleges rubber came down around the joystick and it went by itself and injured the consumer.